Manufacturer narrative:
According to the customer, small white fragments of the clip holder material have been coming off with the clip when loaded into the clip appliers several times. The customer reported that on (B)(6) 2025, the surgeon had to remove small white pieces of plastic with forceps from an open thyroidectomy wound after clip application. No identifiable defects were noted with the clips prior to use. The clip appliers used were vesocclude applier 8" sm/red teleflex inc (B)(4) and vesocclude applier 8" medium teleflex inc (B)(4). The customer stated that all fragments were recovered from the wound and that the surgery was completed. The customer reported that the patient was discharged the following day and that there was no serious injury, medical intervention, or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, small white fragments of the clip holder material have been coming off with the clip when loaded into the clip appliers several times. The customer reported that on (B)(6) 2025, the surgeon had to remove small white pieces of plastic with forceps from an open thyroidectomy wound after clip application.